Event description:
Health care professional (hcp) reported home patient (hp) felt she was overfilled while using the homechoice cycler for apd therapy. Hcp reports the hp viewed the volume of fluid on the homechoice display and noted it read 2800ml, 300ml more than the programmed fill volume of 2500ml. According to hcp, after viewing the display the hp discontinued therapy and requested a replacement cycler. Hcp feels the hp may have been viewing the drain volume and not the fill volume, however, hcp was unable to examine the cycler before it was replaced. Hcp states there was no patient injury or medical intervention associated with this incident.